Event description:
Customer reported via phone call to have received an "off no power" alert and did not receive a "low battery" alert prior. Customer's blood glucose was 68 mg/dl. After troubleshooting, customer was advised to insert new batteries and to monitor insulin pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.